Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that this system with a cardiac resynchronization therapy pacemaker (crt-p) and a non-(B)(6) scientific right ventricular (rv) lead exhibited high capture thresholds on its rv channel. Technical services (ts) was consulted and confirmed that the rv threshold was 2.0v at 0.4 ms at implant and later increased to greater than 3.0v at 0.4 ms. The device is currently programmed at 4.0v at 0.4 ms, indicating it is operating as programmed. Ts recommended reprogramming options. The crt-p remains in service, and the rv lead was surgically abandoned in an additional medical procedure. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5182702.